Manufacturer narrative:
Device was received with blank display due to cracked and bleeding on lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated that there was damage on screen of insulin pump. The customer declined to troubleshoot for low blood glucose event. Customer did not use auto mode feature at the time of incident. The insulin pump will be returned for analysis.